Event description:
As reported, a 6/7f mynxgrip vascular closure device (vcd) was not releasable; "operating as deployed", no white advancement rods were seen. Manual compression for hemostasis was used. No patient injuries were reported. The procedure was performed using a retrograde approach. The physician was certified to use the device. There were no obvious signs of device or package damage prior to use. The suitability of the femoral artery was confirmed by angiography, including confirmation the insertion angle of the vascular sheath introducer was 30-45 degrees. It was confihat trmed that the vessel diameter was greater than or equal to 5 mm and that there were no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the device. There was no vessel tortuosity. The user shuttled down completely. There was no significant resistance when shuttling down. The device was not returned for analysis as initially expected.

Manufacturer narrative:
As reported, a 6/7f mynxgrip vascular closure device (vcd) was not releasable; "operating as deployed", no white advancement rods were seen. Manual compression for hemostasis was used. No patient injuries were reported. The procedure was performed using a retrograde approach. The physician was certified to use the device. There were no obvious signs of device or package damage prior to use. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the vascular sheath introducer was 30-45 degrees. It was confirmed that the vessel diameter was greater than or equal to 5 mm and that there were no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the device. There was no vessel tortuosity. The user shuttled down completely. There was no significant resistance when shuttling down. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2500702 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " sealant failure to deploy advancer tube" could not be evaluated. With the information provided and without the return of the device, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event, as well as other patient comorbidities. Per the mynxgrip IFU, which is not intended as a mitigation, step 2: deploy sealant, while pulling lightly on the device handle to ensure the balloon is abutting the vessel wall, open the sheath stopcock to confirm temporary hemostasis. Detach the shuttle and advance until a definitive stop is felt. Grasp the sheath and with draw it from the tissue tract. Light tension should be maintained to keep the balloon abutted against the vessel wall. Grasp the advancer tube at the skin and gently advance until the single marker is fully visible and hold for up to 30 seconds. Then lay the device down for up to 90 seconds. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Corrected type of investigation.

Event description:
As reported, a 6/7f mynxgrip vascular closure device (vcd) was not releasable; "operating as deployed", no white advancement rods were seen. Manual compression for hemostasis was used. No patient injuries were reported. The procedure was performed using a retrograde approach. The physician was certified to use the device. There were no obvious signs of device or package damage prior to use. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the vascular sheath introducer was 30-45 degrees. It was confirmed that the vessel diameter was greater than or equal to 5 mm and that there were no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the device. The device is being returned for analysis.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.